Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent abutment to magnet revision surgery (date not reported).

Manufacturer narrative:
(B)(4): the implanted device remains.